Event description:
Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory for a scheduled device replacement procedure. With the right ventricular (rv) defibrillation lead still attached to the chronic device, the recorded shock impedance measurement (rv (distal) to can) was greater than 125 ohms. When the shock configuration was changed to rv(proximal) to can, the recorded shock impedance measurement was within normal range. After the replacement device was implanted in a subpectoral location, the chronic rv defibrillation lead was attached and a greater than 125 ohms shock impedance was recorded. Technical services suggested that the physician recheck the connections and ensure that all potential sources of electromagnetic interference (emi) were turned off. The local representative reported that no difficulties were encountered with insertion of the df-1 terminal pins into the replacement device header. The connections were rechecked and all sources of possible emi were eliminated. The shock impedance measurements (rv to ra coil w/o can) were checked again and a greater than 125 ohms was recorded. It was concluded, that a primary lead issue existed since a normal impedance was recorded only with the shock configuration of rv (proximal) to can. Therefore, the issue was isolated to the rv (distal) coil.

Manufacturer narrative:
The chronic rv defibrillation lead was surgically capped and replaced.